Manufacturer narrative:
(B)(4) = device not returned additional information: the doctor stated the product worked fine during the operation. The surgeon is aware that anastomosis can open after surgery without any reason and he did not provide additional information. The surgeon confirmed that the surgery was normal, nothing special noted, otherwise he would not have closed the operation site. No additional information is available. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that after an unknown procedure, anastomosis got incomplete on the second day; reoperation. Additional information: leakage testing o.k.; without tension, pat. The tissue was without complication; after re-op the patient is fine. No further information is available.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition and without the anvil. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil. The device fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.